Event description:
Additional information received reported impedances were greater than 3 ,600 ohms. This clarified the discrepancy on if impedances were less than or greater than 3,600 ohms.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was an impedance issue, and high impedances of greater than 3,600 ohms. Impedance testing was run, and electrodes 10 and 12 showed less than 3,600 ohms in all combinations with all electrodes 0-15. There was a discrepancy in the report, and it was unknown if impedances were less than or greater than 3,600 ohms. Neither of the electrodes were in use. No action was required as a result of the event. There was no known cause for the high impedances and no plans for any action regarding the high impedances. The issue was not resolved and the cause of the issue was not determined. They were unable to determine if the high impedances were from the implantable neurostimulator (ins) or the lead. The patient was receiving effective therapy. Patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event. Information regarding discrepancy between impedance readings has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the out of range impedances was not determined.